Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint, and the philips engineer confirmed that the host pc was not booting up automatically. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and reinstalling the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.